Event description:
It was reported, the reprocessor exhibited a scope basin connector(a2) was broken. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3 and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. The likely cause could be due to the connector being hit by a hard object or that stress may have accumulated on the connector, causing it to loosen over time, resulting in deterioration and breakage of the connector. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Chapter 5: inspection and preparation before use. 5.6 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning]: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected that may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.